Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a history of heart failure, low ejection fraction and severe pulmonary hypertension, nyha: IV, atrial fibrillation, passed away during an attempted system implant. The patient exhibited electromechanical dissociation, receiving four external defibrillation shocks during the procedure. All maneuvers to include external defibrillation were unsuccessful at rate restoration and the patient passed away. The physician alleged no boston scientific product involvement regarding the patient's death and states that due to a high functional class, the patient's heart was unable to recover. No return of product is expected.